Event description:
It was reported that while using one (1) bd vacutainer® ultratouch¿ push button blood collection set, the rubber seal malfunctioned which caused blood to start seeping into the vacutainer holder during collection. No patient user impact reported.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes h.3 device eval by manufacturer? Yes d9: returned to manufacturer on: 15-nov-2024 investigation summary bd received two samples and two photos for investigation. One of the customer photos displays a device with blood leakage in the holder. The used sample underwent a visual inspection and failed the functional test due to blood leakage in the holder of the device. The unused sample was tested using functional tests with ten tubes per needle and passed, showing no evidence of side pierced sleeves, poor sleeve recovery, or sleeve leakage during the draw. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: sleeve leakage. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Manufacturer narrative:
D.2b medical device type: one additional code applies; jka. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using one (1) bd vacutainer® ultratouch¿ push button blood collection set, the rubber seal malfunctioned which caused blood to start seeping into the vacutainer holder during collection. No patient user impact reported.